Manufacturer narrative:
(B)(4). Batch # t92472. Investigation summary: the device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached and not all functional, testing could not be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. In addition, and image was provided by the customer that shows the distal jaw of what appears to be an nslg2s instrument. A closer look at the jaw shows that the upper jaw was detached. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, mid-way through the case, the jaw of the instrument broke and a piece fell into the patient. They used x-ray to locate the piece and retrieved it without additional intervention. It took 1.5 hour extra. Finished the case with a new instrument and procedure was successfully completed. Patient is good.